Event description:
It was reported the lead displayed a rise in impedance and the lead was fractured. Re-programming was performed and surgical intervention is planned for a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. It also indicated the impedance trend on the rv pacing lead was variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead displayed high impedance, and it was removed and replaced. No patient complications have been reported as a result of this event.